Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3389s-40, lot# va1bfa6, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was experiencing potentially temporary paresthesia when turning head to left. Electrode and therapy impedances were reportedly normal. No further complications were reported.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the paresthesia when turning their head to the left remains undetermined, with the issue unresolved. It was stated that impedance testing was done on (B)(6) of the lead integrity, with no results given.